Manufacturer narrative:
No button error alarm noted during testing. The insulin pump had intermittent button response on up arrow button due to corroded keypad traces. No moisture damage noted on electronic assembly or on motor. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 294 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.